Event description:
It was reported that intermittent occlusion alarms occurred. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin. There was no adverse impact to the customer's blood glucose level.